Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral alterra tpvr procedure with a 29mm sapien 3 valve, final angiogram showed one of the outflow apices was inverted and folded back on itself. The patient is doing fine and there are no clinical sequela noted from the inverted apex.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame deformed was confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. The complaint description states, 'final angiogram showed one of the outflow apices was inverted and folded back on itself.' After reviewing the provided imagery, the following was noted: 'there was noted forward motion while deploying the alterra prestent. Slight forward motion of the system while deploying the prestent is a known behavior and therefore, the operator may have to manipulate the delivery system and/or guidewire to prevent the apices from engaging too much with the anatomy, particularly in more tortuous anatomies.' If the delivery system is pushed forward during deployment, the apices can become over-engaged with the anatomy. The prestent tine can fold over during valve deployment and pin itself in a folded position by the valve when over-engaged with the anatomy. Available information suggests procedural factors (alterra positioning and deployment technique) contributed to the event. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.